Manufacturer narrative:
The valve was patent; however, it did not meet the requirements for reflux or siphon testing. The device also did not meet the requirements for leak testing due to a pinhole in the top of the reservoir dome. It is unk how or when this damage occurred. The valve did not meet all specifications for pressure-flow or preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. No impact to the pt was reported. All of our valves are 100% tested at the time of manufacture. A dissection of the valve identified proteinaceous debris inside the valve adjustment mechanism. The sterilization records for lot c79978 indicate that all processing parameters were within specifications and all samples passed quality testing. The instructions for use that accompany the device state that local and systemic infections are not uncommon with this type of procedure and are usually caused by organisms that inhabit the skin. However, other pathogens circulating in the bloodstream may colonize the device and in the majority of pts require its removal. A review of the mfg records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that after the shunt was implanted the pt got a high fever. According to the report, the shunt was explanted and replaced.